Manufacturer narrative:
Device evaluation summary: the reported battery failure and that the base display was blank were verified during service. During inspection, the service technician observed a calibration error code 70 (sc mpu fs gain calibration soft error). The issues were resolved by calibrating and replacing the batteries, the system controller module, and the flow system module. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported a battery failure and that the base display was blank. The instrument was used. There was no patient impact associated with this event.

Manufacturer narrative:
Medtronic received additional information that the battery issue was verified during testing. Battery power was required for transporting the patient to another department. All electrical connections were made properly while the instrument was powered off. The batteries were installed in 2022, and their original lot number is 224 / 310327-m. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.